Event description:
It was reported that the display remains blank after a new battery is inserted. It was also reported that the battery spring looked bent. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed failed battery test and the display was intermittently blank due to the battery tube being corroded. The display window was scratched.